Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will not charge or boot. Unable to perform functional test . Open receiver case for inspection and results show : defective battery voltage measured= 0.0034v. Battery control ic chip was cracked/ damaged. Case the complaint was confirmed for receiver ceases to function because defective receiver battery control chip was damaged causing intermittently turn on. The reported event that the receiver ceased to function was confirmed during log review.the root cause of receiver ceases to function because defective receiver battery, cracked battery ic chip.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver ceased to function. No medical intervention was reported. Additional event or patient information is not available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.